Event description:
The customer contact reported a tubing ruptured while in use with a power injector; subsequently, blood loss was noted. A pt was undergoing an unspecified CT scan while using a power injector to deliver an unspecified contrast media at an unspecified rate. After an unspecified length of time in use, the tubing split at an unspecified location. An unspecified amount of blood loss was noted. The tubing set was replaced and the procedure was completed. There were no adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or material defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account mgr's were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.